Manufacturer narrative:
(B)(4). The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. An interior inspection was performed and the reported event of the receiver displaying the initializing screen without a manual restart was confirmed. The root cause was determined to be a recessed battery cable.